Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has not requested getinge to evaluate the iabp. If additional information is made available, a supplemental report will be submitted. (B)(6).

Event description:
During use in the intensive care unit (ICU), the cs300 intra-aortic balloon pump (iabp) began alarming ¿high drive pressure¿ and ¿low vacuum¿. The console was changed, and the original iabp was taken to the biomedical engineer. No adverse event was reported.